Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen. Upon further examination of the interior of the unit, there is heavy corrosion and mold on electrical board particularly around the battery connectors, on both the keypad and force sensor cables, and on the back of the lcd screen. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received has a crack in the battery threads located above the left belt clip rail. Also the s/n label located between the belt clip rails is worn down to the point where it¿s illegible. Finally the middle (enter) keypad button is cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin pump error. Customer's blood glucose level was 5.5 mmol/l. Customer reports they were unable to clear the alarm. Customer states insulin pump had moisture. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.